Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle removed from the patient? No further information is available. Procedure name? =>no further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Events reported via 2210968-2022-03272, 2210968-2022-03270.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2022 and suture was used. During the procedure, the needle got detached from the suture easier than usual. They were control release needles. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 05/23/2022 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4 h3 investigation summary: one winding former with four undispensed strands of product code j741d was returned for analysis. The product code is a control release and required eight strands per packet. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected. The suture was examined along the strand to detect any issues related no defects were observed during the evaluation. Functional test was performed, and the pull force meet the requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. One opened box with two packets of product code j741d was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damage was observed on the packets. The product code is control release and required eight strands per packet. In order to evaluate the conditions of the returned samples, the two packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strands to detect any issue related to no defects were observed during evaluation. Functional test was performed, and the pull force meet the requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified